Manufacturer narrative:
H10. H6. Investigation results- the truliant tib imp psc insert with serial number (B)(6) is confirmed to not have been affected by the recall. The cause of the patient's condition as related to the device is not defined. Insufficient information. The patient has bilateral knee replacements. The patient has not been revised. These devices are for treatment not diagnosis. H11. Correction- h7 & h9, this insert is not involved in a recall.

Manufacturer narrative:
D10: concomitants: 5506307 02-020-11-0330 - truliant ps cem fem ps cem right sz 3; 5370239 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; 5388153 200-02-29 - three peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on 20-aug-2018. This device hasn't been explanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.